Event description:
Approximately five weeks post-operatively during routine radiographic follow-up, one pedicle screw yoke was observed to be disengaged from one bone screw in the 2-level pedicle screw construct. The surgeon reports that no further surgery is required as the patient is asymptomatic.

Manufacturer narrative:
The implant device was not explanted. The production lot number was not reported. The reported condition was confirmed via radiographic images provided by the surgeon.